Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 1.3, doctor's poc: 3.8 (one hour later). Date: (B)(6) 2012, inratio: 1.2, lab: 2.2 (within the hour). Pt self tester has not gotten a reading over 1.7 since getting the inratio meter in (B)(6) (except for the very first reading of 3.8). Has gone through two different lots of strips (first ln unk), with similar results. Doctor adjusted coumadin based on inratio reading. Pt does not always follow the advise as he is concerned about correlations with the lab, and wanted to keep things consistent. Pt wants to do further correlation. Technical services is replacing the customer's meter.

Manufacturer narrative:
Investigation pending.